Event description:
Moved heating pad at 3 pm, it was sitting on top of my bed, found it very hot. Had used the heating pad last at 8am. It did not feel warm at 8am. Heating pad was plugged in, heating pad appeared to be off as all heat indicator lights were off. Double checked heat indicator lights again, they were all off and the heating pad was very hot. Hit the power button just to make sure lights were working, they worked fine. This heating pad is supposed to have a 2 hour auto off function, which has worked in the past, however, I have found this heating pad hot before and just thought I had accidentally left it on. Since getting this heating pad three months ago, heat has been very uneven, sometimes getting so hot I had to turn it off, even on the low setting, which is the highest setting I have used. Retailer: (B)(6). Purchase date: (B)(6) 2018. The product was damaged before the incident. The product was not modified before the incident. Still have product, will contact sunbeam tomorrow. (B)(4).